Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent profile problem occurred and patient experienced chest pain . Two synergy stents where placed in the left anterior descending artery (lad) and circumflex artery (cx) using double kiss crush stenting technique. Post procedure, the patient was complaining of chest pain. The physician pulled out and advanced an opticross 6 hd intravascular ultrasound (ivus)to look on the cx but the ivus was kept on hitting the proximal portion of the stent. The ivus was pushed fairly hard and the opticross buckled, it prolapsed and perforated the lad leading to extreme complications. The patient was coded and the physician placed a covered stent in the lad. The patient survived and the procedure was completed with no further patient complications reported.